Manufacturer narrative:
D4: primary UDI number; corrected. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, scratches on the lens, lifting dso seal. The reported problem was duplicated by functional testing, alongside inoperable dose connector not meeting required specification. The root cause was the clock battery. Replaced the rtc battery to correct the problem. Replaced lcd, lens, lens gasket, dose connector, connector grounding gasket, rear housing, overlay, rear label, 8 position, keypad, bottom label, dso, and battery door. The device passed all functional testing after repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had a replace/error message: it's overdue for inspection. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.